Event description:
Consumer called to report comparing meter to meter results. Believes their logic is inaccurate. Analysis run on clark error grid using competitive readings. (200, 37) as ref. Point vs. Bd readings (578, 169) yielded data point in the d/c range of the grid, outside of acceptable limits.